Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found that an incomplete lead was returned. Insulation abrasions were noted near the distal tip and at the proximal end of the lead. The abrasions were consistent with constant friction to another implantable device. (B)(6).

Event description:
This report is to advise of an event observed during analysis.